Event description:
There was an allegation of questionable albt2 tina-quant albumin gen.2 results for 1 patient serum sample on a cobas 8000 cobas c 701 module. The initial albt2 result was 2.6 g/dl. The customer was having calibration and qc issues and performed a patient sample look back where the patient sample was repeated. The sample was repeated on another c701 analyzer and the result was 3.2 g/dl. The repeat result was deemed correct.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
For the last calibrations performed on (B)(6) 2024, the first calibration failed on that day, but subsequent calibrations later that day passed. The field service engineer determined the gear pump pressure was running too high and it was adjusted to within specifications. Mechanical checks passed. Quality controls and precision studies passed. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.